Event description:
The account alleges that during a pulmonary vein isolation for paroxysmal atrial fibrillation procedure; after treating the right inferior vein isolation (ripv) and withdrawing the guidewire, the physician noted resistance from the wire and deducted the wire was entrapped in a branch of the ripv. Transesophageal echocardiography was still in the patient and was able to confirm no effusion. The catheter was withdrawn from the patient and did not show any signs of damage. Torque maneuvers of the wire were able to eventually release the wire. At case end the patient was stable and not showing any signs of trauma from the occurrence.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.